Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified no issues or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13jan2020. It was reported that balloon leak occurred. The 70% stenosed target lesion was located in a non-tortuous and non-calcified common bile duct. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon failed to inflate and a leak in the balloon was observed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed balloon pinhole.